Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in germany. It was reported that the rotaflow drive has been stopped during ECMO. No more information has been reported. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
This is a follow up report to complaint (B)(4) which was reported under mfg#8010762-2024-00087. This complaint was identified and confirmed by the ssu (sales and service unit) on (B)(6) 2024 as a duplicate entry to complaint#982996, reported under mfg#8010762-2024-00089 on (B)(6) 2024. All further actions will be handled in complaint (B)(4).

Event description:
Complaint ID: (B)(6).